Manufacturer narrative:
The returned device was evaluated. The soft cannula was in the deployed state when the device was received. The device showed no evidence of damage or manufacturing deficiencies that would cause the needle mechanism to not deploy. The needle mechanism was reset and fired properly during the investigation. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although no problem was found with regards to a bend or kink in the cannula, a root cause for the reported needle mechanism failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 355mg/dl while wearing the pod on her arm for between 4 and 24 hours. She stated that the pink slide only moved forward halfway, indicating the pod did not deploy properly, and that the cannula appeared bent, in an "l" shape, when the device was removed. Treatment included trying to give herself boluses, which did not work to lower her levels. (B)(6). The device was returned for evaluation.